Event description:
A user facility reported that from the night of (B)(6) 2026 to the morning of (B)(6) 2026, the novalung console (s/n xen1276) showed error code ¿00c¿ during extracorporeal membrane oxygenation (ECMO) support. The error code disappeared by itself, but the user consulted the device operator¿s manual which advised the facility to switch out the console. Since the patient on support was a neonate, the user decided against the switch. On saturday, the local support specialist visited the hospital, obtained logfiles and set up another console. The error did not recur since the initial reporting. It was reported that the patient expired during ECMO support on unknown date due to an unreported etiology. It was affirmed that the patient¿s death was not attributed to any malfunction of the device, rather the cause of death was due to the patient¿s underlying medical condition. No component of the console was returned to the manufacturer for investigation; however, device logfiles were provided by the user facility.

Event description:
A user facility reported that from the night on (B)(6) 2026 to the morning on (B)(6) 2026, the novalung console (s/n: (B)(6) showed error code ¿00c¿. The error code disappeared by itself, but the user consulted the device operator¿s manual which advised the facility to switch out the console. Since the patient on support was a neonate, the user decided against the switch. On saturday, our support specialist visited the hospital, obtained logfiles and set up another console. The backup console was at the user facility from a previous support and was scheduled for shipment back to fresenius. It will now stay at the hospital until this complaint has been resolved in case a switch has to be made at a later time. The error has not reappeared since the initial reporting. There was no resulting patient serious injury. The complaint sample was available for product evaluation; however, it will be retained onsite until resolution.

Manufacturer narrative:
Additional information: h1, h6 clinical review: it was reported that the patient expired during ECMO support on unknown date due to an unreported etiology. It was affirmed that the patient¿s death was not attributed to any malfunction of the device, rather the cause of death was due to the patient¿s underlying medical condition. Additional attempts were made by the local investigation team to obtain further insight into this event; however, no additional information was obtained. A temporal relationship exists between ECMO support utilizing the novalung console and the patient¿s death. The cause of this neonatal patient¿s death was attributed to an inherent, underlying condition with no indication of a malfunction or deficiency or any xenios product(s) or device(s). It is well known that neonatal patients on ECMO support have a significantly high risk for mortality following cardiac arrests with ECMO-assisted resuscitation. Additionally, as ECMO support only provides a bridge to promote intrinsic healing for the patient, successful outcomes are highly dependent on the patient¿s ability to improve. As the patient¿s death was attributed to an underlying congenital condition, the novalung console can be excluded as the source or contributor to the patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any xenios product(s) or device(s) deficiency, or malfunction caused or contributed to this patient¿s adverse event. Should additional information become available related to any xenios device(s) and/or product(s), please re-submit for a clinical review and the need for a clinical investigation will be reassessed accordingly. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: b5, d9, h3, h6. Plant investigation: non-conformity was not observed during manufacturing process. Final inspection of console xen1276 resulted with conformity. The review of the repair history in the qtrak complaint amd system of the console xen1276 showed no repair activities. No other complaint has been reported about this console xen1276. According to the log data of the console alarm #00c occurred for approximately 1.5 minutes. The cause for the alarm could not be determined. Based on the available information, no hardware malfunction or permanent system fault could be identified. The most probable cause of the alarm is a transient timing-related software communication issue. However, the exact failure mechanism could not be reproduced.

Event description:
A user facility reported that from the night of (B)(6) 2026 to the morning of (B)(6) 2026, the novalung console (s/n (B)(6) showed error code ¿00c¿. The error code disappeared by itself, but the user consulted the device operator¿s manual which advised the facility to switch out the console. Since the patient on support was a neonate, the user decided against the switch. On saturday, our support specialist visited the hospital, obtained logfiles and set up another console. The backup console was at the user facility from a previous support and was scheduled for shipment back to fresenius. It will now stay at the hospital until this complaint has been resolved in case a switch has to be made at a later time. The error has not reappeared since the initial reporting. There was no resulting patient serious injury. The complaint sample was available for product evaluation; however, it will be retained onsite until resolution.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.